Manufacturer narrative:
Investigation findings: device history record (DHR) review: the reported lot code is a copack lot code. An assessment of the device history records for the production lot codes was completed based on the time provided and the time period used for statistical sampling for product release, and include ac702021, ac702121x, ac702221, ac702921x, ac701626x, ac701726x, ac701826x, ac701926x and ac702026x. This assessment found no anomalies that may have caused or contributed to the reported issue. A cluster assessment found 0 similar or related complaints for the reported lots. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time. We will provide follow up report if additional information becomes available.

Event description:
The consumer purchased a multi-pack, and stated that her tampon came apart upon removal on two different occasions. She stated when she went to take the first tampon out, it felt like it was still in there, which it was for more than a day. The same thing happened with a second tampon. Exact absorbency of the tampons used are unknown. Consumer is going to seek medical attention to make sure she is okay.